Manufacturer narrative:
Date sent 05/30/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during lap appendectomy procedure, the device was fired and the cartridge fell into pieces. Pieces of the cartridge fell into the pt. All of the pieces of the cartridge were retrieved from the pt. Another device was used to complete the case with no pt consequence.